Event description:
The customer reported the infusion bag emptied faster than expected. The tpn was ordered to run at 6mls/hr. The tpm bag was hung at 1800 and the bag was empty at 0220; reportedly 300mls infused over 8.5 hours. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.